Event description:
It was reported the cup introducer for the zimmer continuum shell has a screw that engages fully with the implant. This together with the adaptor is used to implant the shell. On three occasions now, the screw that engages with the shell has sheared off. On two occasions the fragments were able to be retrieved and on one occasion the screw was fully seated in the shell. The remaining screw was left rather than cause harm trying to remove the shell. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cup introducer for the zimmer continuum shell has a screw that engages fully with the implant. This together with the adaptor is used to implant the shell. On three occasions now, the screw that engages with the shell has sheared off. On three occasions the fragments were able to be retrieved. The issue caused an unavoidable thirty (30) minute delay for each case.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6. Visual examination of the provided pictures identified part of the threaded tip has fractured off the device. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the fractured tip. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.